Manufacturer narrative:
It cannot be determined whether any of the devices manufactured by stryker caused or contributed to this event.

Event description:
It was reported via user facility report: "patient was admitted for removal of hardware in left knee due to infection and pain."